Event description:
It was reported that the user contacted support to walk through setup of a replacement ilet, after which insulin delivery was resumed; the user was using a 6 mm, 23 inch infusion set, a dexcom g7 with code 1229, and reported a blood glucose of 289 mg/dl, with the cause of hyperglycemia unclear and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included troubleshooting and user education during the setup call. Investigation of this case revealed no device malfunction or alarm during setup, and the event was consistent with transient hyperglycemia during initiation of therapy on a replacement device. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.